Event description:
When the peel-away introducer was peeled off, the catheter peeled off at the same time. The team tried to replace the catheter, but the issue occurred a second time. There was no consequence for the patient. Associated to another complaint (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
When the peel-away introducer was peeled off, the catheter peeled off at the same time. The team tried to replace the catheter, but the issue occurred a second time. There was no consequence for the patient. Associated to another complaint 9680794-2023-00946.

Manufacturer narrative:
Qn#(B)(4). The customer report of a sheath tearing incorrectly was confirmed by a complaint the customer report of a sheath tearing incorrectly was confirmed by a complaint investigation of the returned sample. The returned sheath did not separate along the score lines as intended. A device history record review was performed, and no relevant findings were identified. Based on the sample returned and the fact that the sheath is a purchased component, this is likely a supplier issue. Non-conformance 40014876 was initiated to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.